Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was unable to verify no delivery alarm due to motor error alarm at basic occlusion test. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was 246 mg/dl. The customer stated that the motor error occurred during bolus delivery. The customer stated that she was doing her normal infusion set change and when she was trying to press act to see drops at the end of the tubing, she received a no delivery alarm. The customer stated that she was unsure of what caused it. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.